Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level that ranged from 23-24 mg/dl. The cause of the low bg was undefined. The customer required third party assistance from paramedics. The paramedics treated customer with glucose and an intravenous saline. Recommendation was made to consult with healthcare provider regarding diabetes management.